Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the mixing and circulation pumps need to be replaced in arctic sun device, as well as the drain ports. Per wo review on 13jan2023, it was noted that there was no patient involvement.

Event description:
It was reported that the mixing and circulation pumps need to be replaced in arctic sun device, as well as the drain ports. As per wo review on 18jan2023, it was noted that there was no patient involvement. As per additional information received on 16feb2023, more than likely it was one port they broke easily or the internal spring was missing. Spare part port kits come with two, so most tech normally replace both if one was leaking. Again, the technicians were only doing top level root cause and do not determine the defects of the exchanged components. Drain valves was leaking . There was no patient involvement. Replaced circulation pump, mixing pump, drain valves and processor circuit card. It was noted that the processor circuit card replaced. As per the additional information received from the received on 27apr2023, it was noted that the processor circuit card replaced. It was also stated that the pressure offset was too low (-1 psi) so calibration not possible. The replacement of the pcc fixed the problem.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a mixing pump failure. During evaluation, it was confirmed the mixing pump needed to be replaced. Mixing pump was replaced. The device had instable flow rate. Drain valves were leaking. Processor card needed to be replaced. Circulation pump, drain valves, and processor circuit card were replaced. The device did not meet specifications and was influenced by the reported failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.